Manufacturer narrative:
H.6. Investigation: customer returned (14) open 4mm, 32 pen needles without the tear drop label or inner shield. Customer states that there is no insulin flow. All returned pen needles were examined and all exhibited a bent non patient end of the cannula. Unable to perform DHR check due to an unknown lot number for needle clog. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.

Event description:
It was reported that insulin did not flow with 25 unspecified bd pen needle. The following information was provided by the initial reporter: it was reported that the consumer stated no insulin flow with 25/90 pen needles from this box.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that insulin did not flow with 25 bd ultra-fine¿ nano insulin pen needle. The following information was provided by the initial reporter: it was reported that the consumer stated no insulin flow with 25/90 pen needles from this box. D.1. Medical device brand name: bd ultra-fine¿ nano insulin pen needle d.3. Medical device manufacturer: the lot#'s reported come from different manufacturing facilities. 8360678 : becton dickinson medical (singapore) tuas 9114959 : becton dickinson and co. (Dun laoghaire co) d.4. Unique identifier (UDI) #: (B)(4) d.4. Medical device catalog #: 320883 g.1. Manufacturing location: the lot#'s reported come from different manufacturing facilities. 8360678 : becton dickinson medical (singapore) tuas 9114959 : becton dickinson and co. (Dun laoghaire co) g.5. PMA / 510(k)#: k162516 there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8360678 d.4. Medical device expiration date: 12/31/2023 h.4. Device manufacture date: 6/28/2019 d.4. Medical device lot #: 9114959 d.4. Medical device expiration date: 4/30/2024 h.4. Device manufacture date: 4/24/2019 d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.6. Investigation: customer returned an additional (25) used 32gx4mm bd pen needles (16 from lot 9114959, 6 from lot 8360678, and 3 without tear drop labels attached). Consumer stated no insulin flow with 25/90 pen needles from his last box. All 25 returned pen needles were examined, and the following was observed: - 16 pen needles exhibited a bent non-patient end (npe) cannula (photos 2 and 3) - 6 pen needles exhibited a broken npe cannula (photo 4) - 3 pen needles exhibited a straight npe cannula; these 3 pen needles were tested for flow using a test pen injector, and all 3 were able to expel properly no evidence of manufacturing defect was observed on the 25 returned samples. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 25 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged (lot 9114959) concluding all inspections were performed as per the applicable operations and met qc specifications. Review of DHR for batch# 8360678 revealed all required challenges samples and testing was performed as per specification in according with the in-process sampling plans and out - going sampling plans. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. See h.10..

Event description:
It was reported that insulin did not flow with 25 bd ultra-fine¿ nano insulin pen needle. The following information was provided by the initial reporter: it was reported that the consumer stated no insulin flow with 25/90 pen needles from this box..

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: unable to perform complaint lot history check due to an unknown lot number for needle clog. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, needle clog), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed investigation summary: customer returned (14) open 4mm, 32 pen needles without the tear drop label or inner shield. Customer states that there is no insulin flow. All returned pen needles were examined and all exhibited a bent non patient end of the cannula. Unable to perform DHR check due to an unknown lot number for needle clog. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that insulin did not flow with 25 unspecified bd pen needle. The following information was provided by the initial reporter: it was reported that the consumer stated no insulin flow with 25/90 pen needles from this box.